Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the thumb ring broke. A trapezoid rx lithotripter compatible basket had been selected for use in the common bile duct (cbd). The device had been unpacked and while attempting to attach the basket to an alliance ii inflation device, the thumb ring of the rx lithotripter was detached from the handle. The procedure was completed with another trapezoid rx lithotripter compatible basket. The device was not used in the procedure and did not come in contact with the patient. There were no patient complications reported with the patient's current condition listed as "stable".